Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they noticed the balseal was missing from articulating insert trial when putting set back together. They did not find it in the set. Looked at postop x-rays and did not see it on aip or mil films. Surgeon is aware.

Manufacturer narrative:
(B)(4). Investigation summary ==> examination of the returned device confirms the reported event.